Event description:
Baxter (B)(4) received a report that a 5 ml/hr infusor overinfused during patient use. A volume of 120 ml was infused over the course of 12 hours rather than 24 hours. This implies a 10 ml/hr flow rate, which is 200% of the expected flow rate. The device was filled with a 120-ml solution of 1000 mg vancomycin (manufactured by dbl) and normal saline. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the actual sample was discarded. However, companion samples are available for evaluation. A request for the return of the devices has been made. Should the devices be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received four companion samples containing between 116 ml and 117 ml of fluid in the reservoirs. Visual examination of the devices showed no signs of blockage that could have caused the reported condition. Flow was readily observed at the luers. Flow continued without stopping until the solution was emptied from the reservoirs. An accuracy flow test was performed on the samples for 43.5 hours. At the end of the flow test period, the infusors produced the following flow rates: calculated flow rate = 4.84, 4.88, 4.81, 4.84 ml/hr, normalized flow rate = 4.96, 5.00, 4.93, 4.96 ml/hr, specification range = 4.50 - 5.50 ml/hr. The infusors produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the units. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.